Event description:
It was reported that the lead was explanted and replaced due to low pacing lead impedance and high threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found damage to the inner insulation inside the helix assembly. The bending movement of the lead in vivo could have caused the inner coil to scrape the inner insulation resulting in the internal insulation abrasion. This could have caused the reported low pacing lead impedance and high threshold.